Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
Related manufacturer reference number: 2017865-2021-19876. It was reported that the implantable cardioverter defibrillator failed to capture and the right ventricular lead malfunction. The device and lead were explanted and replaced. No additional information was reported/additional information was requested but not received.